Event description:
Reporter alleged being unable to read the blood glucose test strips vial numbers because the label was blank. As a result of the labeling, no actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.